Event description:
A report received from (B)(6) stated an 840 ventilator experienced a touch-frame issue. There was no report of pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device but was unable to duplicate the reported issue. The device passed the short self-test (sst) and extended self-test (est) according to manufacturer specifications. (B)(4).